Event description:
The plastic piece broke off the end of the torque wrench. Surgical delay of 5 minutes. All pieces removed from patient.

Manufacturer narrative:
Additional narrative: examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. Co (B)(4)has been initiated to change the design of product code (B)(4) as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.